Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Section b2 on outcomes of adverse events was inadvertently checked in initial report

Event description:
User reported four false negative results. This report 1 of 4. No information relating to follow-up testing was provided.

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of initial report, and will be provided upon completion. Relates to: 3014862188-2022-00357 c6778. 3014862188-2022-00358 c6779. 3014862188-2022-00359 c6780.